Event description:
The recipient reportedly experienced thinning of the skin flap and device extrusion following cancer treatment. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent a skin flap repair with plastic surgery and is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.